Manufacturer narrative:
The customer provided a photo of defective 040 humidifier adaptor package sample involved in the complaint. The image shows a straight cut or slit on a packaging material that is circled by the customer to indicate its location. Based on this image complaint, the investigator cannot discern any additional defect details from this image. The sample is needed to characterize this defect and determine root cause. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) reviewed was conducted. Review of manufacturing event log: shows no issues that may have contributed to any quality issues reported, all process parameters were within specification. All in-process qa inspections were acceptable. A sample is needed to determine a root cause. Teleflex will continue to monitor feedback from customers on issues related to torn package found at inspection on adaptor products. Low occurrence defect.

Event description:
The event is reported as: the distributor (imj) alleges that during incoming inspection a torn package was detected.